Event description:
Customer reported one false positive result for one patient. The customer communicated the result was confirmed negative by molecular (pcr testing). It is unknown if the patient was symptomatic. The customer also communicated additional events that occurred on the same day of testing which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. It is suspected that the analyzer was in a warm testing location because after troubleshooting with technical support and relocating the analyzer, no additional false positive results were received. Root cause: cannot duplicate with retains; unable to determine. Source: phone.